Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 8.0 mmol/l (mobile system) and 3.4 mmol/l (professional meter). The patient had been unresponsive for a couple of hours, and her husband contacted the paramedics. It is unknown if the 8.0 mmol/l result was taken before or after the paramedics arrived. She was treated with toast and jam. No additional information was available. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.